Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. To address the issue the stm replaced the display, video receiver cable, inverter pcb, and the mounting plate. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) does not display an image. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.